Event description:
It was reported during peritoneal dialysis (pd) therapy, a leak between the transfer set and titanium adapter was observed. The cause of the leak was not reported. Subsequently the patient developed peritonitis. It was not reported if the patient was hospitalized for the event. It was not reported if the transfer set was changed. The titanium adapter was not changed and is still in use. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no leaks or issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Based on additional information received, the minicap transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.